Manufacturer narrative:
(B)(4) other device used: catalog #00598003702, nexgen stemmed precoat tibial component, lot #63135797; manufactured at zimmer b.v., (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that after surgery the patient was hospitalized due to anginoederm and idiopathic urticaria.

Manufacturer narrative:
As no product was returned, the condition of the implants associated with this complaint is unknown. The components involved were verified for compatibility with no issues noted. These devices are used for treatment. It can not be determined whether all components were implanted according to approved surgical technique. Per request, information about the chemical composition of nexgen implants was sent to the patient's doctor. The package insert provided states inflammation, swelling, and metal sensitivity are possible adverse effects of implantation of this system. Based on the information provided, the root cause is unknown at this time.